Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the communications backplane was returned for failure investigation. There was no evidence of visible anomalies and/or damage that may have contributed to the event. The communications backplane was installed into a test ventilator for analysis. The ventilator powered up and was placed in normal ventilation mode for approximately 24 hour with no error and/or alarms. The report event was not duplicated. The analysis determined no fault found as the communications backplane performed normally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se reviewed the logs and found error codes. The se replaced the communication backplane printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.